Manufacturer narrative:
This MDR . Is for suspect device 2. Please refer to the parent MDR 2249852-2025-00027 for suspect device 1.

Event description:
Complaint was submitted through clinical data collection. Limited information provided and it is unlikely additional information surrounding the event or patient will be provided. Patient went for posterolateral spine surgery on (B)(6) 2025. Two units (from two different lots) of the bia-gen bioactive moldable bone graft matrix were used on the patient in vertebrae location l4-l5. The bia-gen was also mixed with an autograft and allograft (not collagen matrix, inc. Products; specific product information not provided). There were also l2-l5 pedicle screws and rods used during the initial procedure (not collagen matrix, inc products). Customer confirmed there were no complications noted during implantation and the product performed excellent. At the scheduled 3-month follow-up visit, an unexpected adverse event was reported on (B)(6) 2025, in which the patient went outside and hit his head. The laceration site became infected. The customer did not categorize this as a serious adverse event. The patient was prescribed keflex for the infection and sutures and staples were used to close the laceration. The customer confirmed this event was not related to the intervention. No further details surrounding patient outcome or patient status will be provided.